Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Initial reporter address: (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. During the procedure, it was confirmed a space was created from hydrodissection and the gel was injected. Upon ultrasound imaging it confirmed that the gel was thinly positioned. On (B)(6) 2021, a magnetic resonance imaging (MRI) was performed and the gel could not be confirmed. Immediately after the procedure, the patient complained of frequent urination, but it was immediately improved by prescribing silodosin. The patient condition was reported to be stable. The patient will received external beam radiation therapy as scheduled with 70gy/28fr.